Manufacturer narrative:
The reported event could be confirmed according to the medical records received. For infection reports expanded investigations were performed to assure that neither the device nor all related manufacturing (e.g. Environmental monitoring, sterilization validations tests) process steps (and beyond that) could have caused or contributed to the reported event. Within the expanded investigations no indication was found for any systematic, design or manufacturing related issue. Based on quality sign off product was sterilized per specification. Therefore the infection is not related to the porex device. For this case the received records were reviewed by a consulting surgeon who specializes in facs, cmf surgery and reconstructive surgery. The patient underwent a radical leftsided total maxillectomy. The porex implant has been fixed with synthes fixation screws to replace the resected maxillary bone. On post-operative CT scan it is illustrated that the screws have not been placed within stable craniofacial skeleton but within muscle and surrounding tissue. The surgeon¿s inadequate placement of screws contributed to micromotion and inevitable failure of the reconstruction surgery from the very beginning. In addition, to line the maxillary sinus cavity an avascular segment of cadaver skin allograft (¿dermatrix¿ ¿ non-stryker) was used. This tissue block of cellular dermis is intended to be placed on top of a healthy bed of vascular tissue capable of supplying vascular ingrowth. Cadaver dermis is a common nidus for infection when placed within contaminated sinus cavities, unless it¿s securely sutured and fashioned onto a bed of healthy, robust tissue for immediate neo-angiogenesis and durable vasculation. The surgeon¿s inadequate placement contributed to micromotion and inevitable failure of the reconstruction surgery from the very beginning. As cited in the IFU, for proper placement use at least four (4) points of fixation for cranial implants. Use stryker universal neuro fixation systems and take care to use appropriate screw length to avoid penetrating the dura. For cranial implants fixated directly to bone through the implant, position screws with at least 4mm of material overlap to patient bone. And medpor implants should not be used in areas of recent or active infection until the surgeon has determined that the infection has been completely eradicated.

Event description:
It is reported by claimant attorney that patient was implanted with a medpor-related device (exact implant not specified) during a maxillectomy in (B)(6) 2009. The area surrounding the implant developed an infection and claimant had to undergo a two-step revision, having the device removed and antibiotic spacers placed in (B)(6) 2015, and having new hardware implanted in (B)(6) 2015.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It is reported by claimant attorney that patient was implanted with a medpor-related device (exact implant not specified) during a maxillectomy in (B)(6) 2009. The area surrounding the implant developed an infection and claimant had to undergo a two-step revision, having the device removed and antibiotic spacers placed in (B)(6) 2015, and having new hardware implanted in (B)(6) 2015.

Manufacturer narrative:
Supplemental (B)(4) was already filed, outlining the investigation results, and this was solely to update the product number as that had not been previously filed.

Event description:
It is reported by claimant attorney that patient was implanted with a medpor-related device (exact implant not specified) during a maxillectomy in (B)(6) 2009. The area surrounding the implant developed an infection and claimant had to undergo a two-step revision, having the device removed and antibiotic spacers placed in (B)(6) 2015, and having new hardware implanted in (B)(6) 2015.